Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the symptoms resolved following treatment.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. Initial reporter. Zip code is not indicated at this time. (B)(4).

Event description:
A healthcare worker reported eye pain, conjunctival congestive edema, decreased vision and anterior chamber endophthalmitis following an intraocular lens (iol) implant procedure. Additional information was received that the doctor has diagnosed this event as uveitis. Additional information has been requested.